Event description:
The user facility reported a patient experiencing non-st-elevation myocardial infarction was brought to the catheterization lab for impella assisted high-risk percutaneous coronary intervention. During the impella cp procedure the physician was concerned about vessel tortuosity and expressed wanting to place 7french destination sheath in first to straighten out the vasculature and then place the long peel-away sheath next to the destination in the same access site. It was expressed to the physician that generally the destination is used for single access inside the peel-away hemostatic valve and discussion was made about using the long peel-away sheath to give more purchase and aid in straightening out the artery. The physician again expressed the desire to try placing the destination next to the peel-away and chose to proceed with that plan. The physician therefore placed the destination sheath, then placed two wires in the sheath. The destination was pulled out and put back over one wire, then serial dilated up with provided 10 and 12f dilators over the other wire adjacent to the destination, and then proceeded to place the long peel- away sheath next to the destination. The impella cp was placed without any issue and started. Placement signal alarm occurred. The impella cp was adjusted resolving the alarm. It was noted the patient had a very wide pulse pressure previously and the physician noted he was not overly concerned. Patient currently only on propofol intravenous drip, not intubated, and intravenous fluids. Start of the percutaneous coronary intervention the physician had difficulty crossing the left main-left anterior descending artery (lm-lad) lesion. The physician opted to try shockwave, frequent and multiple uses. The patient became hypotensive. A stent was placed to lm-lad with good results. The physician noted the results were good and explanted the impella. Approximately 15 minutes later, as staff was preparing to put the patient on a bed for transport to the unit, the patient's heart rate dropped, and shortly thereafter the patient went into pulseless electrical activity arrest. Cardiopulmonary resuscitation (CPR) was initiated, and the patient was intubated. CPR continued with no activity during pulse checks. Aortogram was performed and both ascending aorta and descending aorta appeared intact. Mass transfusion initiated, and the patient received 4 units emergently. Frank red blood was pouring out of the patient¿s mouth and endotracheal tube. The physician was unsure of the cause of sudden pea and hypotension. Thoughts surrounding was noted as possible aortic perforation or tear and that after giving protamine sealed possibly caused thrombus in the aorta; however, there was no conclusive diagnoses. Code was active for 59 minutes with no signs of life. Time of death was called for the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Manufacturer narrative:
The investigation for the heart valve damage has been completed. Product and data logs were not returned for investigation. Patient had aortic valve replacement (avr) and calcified vessels and the aortic valve (av) grove was extremely small. The doctor had to straighten out the vessels for successful pump insertion. Per the clinical information, the pump was weaned and 15 minutes later the patient started bleeding from mouth and exercise tolerance test (ett) pipe confirming vascular damage but the reason and how damaged happened is unknown. Therefore, the root cause of the vascular damage - great vessel issue was not determined since product and data logs were not returned and clinical information was inconclusive.